Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that surgeon was planning to insert a few ar-8990st dx fibertaks in the proximal hole of the patella in order to repair the quad tendon. However, after drilling with the 1.6mm wire out of the proper disposable kit the anchor pulled out of the bone. The surgeon reloaded the anchor on the inserter and attempted again with the smaller 1.35mm wire and that too pulled out. It was determined that either the bone was too hard/dense and not allowing the anchor to deploy properly, or it simply was not working. The case was completed by using the suture from the anchor with a 3.5mm swivelock. No harm was caused to the patient and the case was completed as desired.